Manufacturer narrative:
D4: unique device identifier not available. A review of the complaint history for sn: (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn: (B)(6) was performed from the date of manufacture, 25-may-2018 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the es server on version 1.8.0 experienced intermittent errors affecting system functionality because certain es services were not functioning correctly. The technical support specialist followed ka 000016925, transferred dsserveroltp and pyxis external inbound processors service logs to ephi, restarted bd pyxis external inbound processors service, bd external messaging, all .net services on the es server, and both cce services on the cce server. The senior engineer confirmed that after the services were restarted, the error did not reoccur, with the last error recorded on (B)(6) 2025. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ es server had to resend patient data to post. There were no adverse events or injuries reported based on this event.